Event description:
Pt has experienced a decrease in grand mal seizures with the vns therapy, but the pt recently experienced 6-8 drop seizures in a 48-hour period. It was reported that the frequency of drop seizures was an increase from what the pt normally experiences. There were reportedly no medication changes at the time of the event. Treating neurologist reported that there has been no change in the pt's condition and that it was unk whether the reported event was related to the vns therapy. Neurologist plans to adjust programmed settings back to previous level before the increase in drop seizures. Investigation to date has been unable to determine the cause of the reported event or whether the event is related to the vns therapy.